Manufacturer narrative:
Initial reporter address and phone#: (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed.

Event description:
It was reported that a customer found foreign matter "hair-like fiber" inside a bd vacutainer® trace element serum blood collection tube during use. There was no report of exposure, serious injury or medical intervention.